Event description:
Same case as: 2134265-2015-02352. Reportable based on device analysis completed on (B)(4) 2015. It was reported that the burr stalled and would not rotate. The target lesion was located in a moderately tortuous and severely calcified coronary artery. After a 1.5mm rotalink burr was used, the 1.25mm rotalink¿ plus a rotawire were selected and advanced. During ablation, the stall light was illuminated. Everything was checked; however, the stall light remained on. The procedure was completed with this device. No patient complications were reported and the patient status was good. However, device analysis revealed that the rotalink could not be removed from the guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. Blood was running through the entire device. An attempt was made to wet test the device, however, the device could not be wet tested due to the blood running through the device. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was felt and the guide wire could not be removed. The device was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).